Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the physician encountered a hard position with significant constraint. After step 2, the distal flange remained unopened. The device was removed from the scope and tested outside the patient, where deployment was successful. The procedure was completed by replacing and using a different device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: only the electrocautery-enhanced delivery system was received for analysis, the axios stent was not. Visual analysis of the returned device found it in position 4 of the deployment process. Additionally, the inner sheath was found kinked. Product analysis could not confirm the reported event of stent failure to deploy. The axios stent was not returned, and the delivery system was returned in position 4 of the deployment process. The investigation concluded that there is not enough evidence to determine whether the stent failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. The additional observed event of inner sheath kinked most likely occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Therefore, the root cause of the reported event is unable to exclude device problem. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the physician encountered a hard position with significant constraint. After step 2, the distal flange remained unopened. The device was removed from the scope and tested outside the patient, where deployment was successful. The procedure was completed by replacing and using a different device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2a (common device name) and d2b (pro code) were corrected. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the physician encountered a hard position with significant constraint. After step 2, the distal flange remained unopened. The device was removed from the scope and tested outside the patient, where deployment was successful. The procedure was completed by replacing and using a different device through the initial puncture site. There were no patient complications reported as a result of this event.